Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter in two pieces. The tip, distal shaft, collar and hypotube was microscopically and tactile inspected. Inspection revealed a complete separation at the collar, tip damage (ovalized), and the entire distal shaft was damage (flattened) with numerous kinks. While the device loaded into the guide catheter, it could not advance through the guide catheter due to the shaft damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 23-aug-2018. It was reported that there was resistance in delivering the guidezilla in the coronary artery and the device was kinked. The 23mm x 2.5mm, 80% stenosed target lesion was location in the severely tortuous and moderately calcified left anterior descending (lad) artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that there was great resistance in delivering the guidezilla¿ in the coronary artery and the catheter could not get through. When the physician retrieved the device, it was further noted outside patient's body that the guidezilla¿ was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a complete separation at the collar.